Event description:
It was reported that during the laparoscopic extended total gastrectomy with distal esophagectomy and roux-en-y reconstruction for a denocarcinoma of the esophagogastric junction, there were difficulties in removing the stapler from the cavity, requiring extra force. After the first attempt (2.5 turns), the surgeon tried adding or removing half a turn in case it had become trapped in the mucosa. During the removal maneuvers, partial opening of the staples was observed without complete disruption of the anastomosis. It did not have a 25% dehiscence; rather, when performing the methylene blue test, there was leakage of the dye between the staples. After placing the reinforcing suture, the surgeon performed a second methylene blue test with no leakage. An anastomotic leak was identified during the procedure, with content leaking at the anastomosis site. Staple line reinforcement was required, and suturing was performed to address the leak. The patient had extended hospitalization as a result. The surgical time was extended for more than 30 minutes. The patient remains hospitalized in the intensive care unit (ICU). The patient has been extubated; however, the condition remains fragile, and prognosis continued to be very severe. Other complications noted dehiscence of the duodenal stump and on postoperative day 2¿3, biliary output was noted. On postoperative day 9, the patient presented hematemesis with anemia secondary to a 25% anast omotic dehiscence, and endoscopy showed a 50% ischemic ulcer with active bleeding. Endoscopic hemostasis and stent placement were performed.

Manufacturer narrative:
D10 concomitant product: eeaxl25, eeaxl25 eea xl 25mm-4.8sgl use stapler (lot # p3f0084). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, b7, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the a laparoscopic extended total gastrectomy with distal esophagectomy and roux-en-y reconstruction for adenocarcinoma of the esophagogastric junction, an 60 mm gold reload, single firing was done along the duodenal stump. No bleeding/ ischemia/leak on final evaluation of that linear staple line; however, there were difficulties in removing the circular stapler from the cavity, requiring extra force. After the first attempt (2.5 turns), the surgeon tried adding or removing half a turn in case it had become trapped in the mucosa. During the removal maneuvers, partial opening of the staples was observed without complete disruption of the anastomosis. When performing the methylene blue test, there was leakage of the dye between the staples. After placing the reinforcing suture, the surgeon performed a second methylene blue test with no leakage. The surgical time was extended for more than 30 minutes and the patient had extended hospitalization as a result. The patient remains hospitalized in the intensive care unit (ICU). The patient has been extubated; however, the condition remains fragile, and prognosis continued to be very severe. On postoperative day 2-3 biliary output was noted and dehiscence of the linear staple line duodenal stump was noted. The patient underwent surgical reintervention. The duodenal stump was mobilized/released, a primary suture repair of the dehiscent staple line was performed, and surgical drains were placed around the duodenal stump. Additionally, the renal and respiratory failure that led to ICU admission was mainly related to the esophagojejunal/esophagogastric anastomotic dehiscence rather than to the duodenal stump leak. On posto perative day 9, the patient presented with hematemesis and anemia secondary to a 25% anastomotic dehiscence of the circular staple line, and endoscopy showed a 50% ischemic ulcer with active bleeding, and a splenic abscess adjacent to the dehiscence. Endoscopic hemostasis and stent placement were performed. Patient admitted to the ICU, with associated renal and respiratory failure requiring intubation and mechanical ventilation. The main complication in the patient was related to the problem encountered during stapling and extraction/removal of the circular device at the level of the esophago-jejunal/esophago-gastric anastomosis. Although a duodenal stump leak was identified during the postoperative course, it remained adequately drained, without intra-abdominal collections that would explain the subsequent clinical deterioration. The surgeon stated the patient ultimately passed away due to a deterioration of his respiratory condition and confusional syndrome.

Manufacturer narrative:
Additional information: b2, b5, d9, g3, h1, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the a laparoscopic extended total gastrectomy with distal esophagectomy and roux-en-y reconstruction for adenocarcinoma of the esophagogastric junction, an 60 mm gold reload, single firing was done along the duodenal stump. No bleeding/ ischemia/leak on final evaluation of that linear staple line; however, there were difficulties in removing the circular stapler from the cavity, requiring extra force. After the first attempt (2.5 turns), the surgeon tried adding or removing half a turn in case it had become trapped in the mucosa. During the removal maneuvers, partial opening of the staples was observed without complete disruption of the anastomosis. It did not have a 25% dehiscence; rather, when performing the methylene blue test, there was leakage of the dye between the staples. After placing the reinforcing suture, the surgeon performed a second methylene blue test with no leakage. The surgical time was extended for more than 30 minutes and the patient had extended hospitalization as a result. The patient remains hospitalized in the intensive care unit (ICU). The patient has been extubated; however, the condition remains fragile, and prognosis continued to be very severe. On postoperative day 2-3 biliary output was noted and dehiscence of the linear staple line duodenal stump was noted. On postoperative day 9, the patient presented with hematemesis with and anemia secondary to a 25% anastomotic dehiscence of the circular staple line, and endoscopy showed a 50% ischemic ulcer with active bleeding, and a splenic abscess adjacent to the dehiscence. Endoscopic hemostasis and stent placement were performed. Patient admitted to the ICU, with associated renal and respiratory failure requiring intubation and mechanical ventilation. The surgeon stated the patient ultimately passed away due to a deterioration of his respiratory condition and confusional syndrome

Manufacturer narrative:
Additional information: d9, g3, PMA / 510(k) #, h3, h6 correction: b1, b5, d4(model number and catalog number) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was a staple line content leak and the device was difficult to remove from the cavity. The reported issues were not confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic extended total gastrectomy with distal esophagectomy and roux-en-y reconstruction for adenocarcinoma of the esophagogastric junction, a 60 mm gold reload, single firing was done along the duodenal stump. No bleeding/ischemia/leak on final evaluation of that linear staple line; however, there were difficulties in removing the circular stapler from the cavity, requiring extra force. After the first attempt (2.5 turns), the surgeon tried adding or removing half a turn in case it had become trapped in the mucosa. During the removal maneuvers, partial opening of the staples was observed without complete disruption of the anastomosis. When performing the methylene blue test, there was leakage of the dye between the staples. After placing the reinforcing suture, the surgeon performed a second methylene blue test with no leakage. The surgical time was extended for more than 30 minutes and the patient had extended hospitalization as a result. The patient remains hospitalized in the intensive care unit (ICU). The patient has been extubated; however, the condition remains fragile, and prognosis continued to be very severe. On postoperative day 2-3 biliary output was noted and dehiscence of the linear staple line duodenal stump was noted. On postoperative day 9, the patient presented with hematemesis and anemia secondary to a 25% anastomotic dehiscence of the circular staple line, and endoscopy showed a 50% ischemic ulcer with active bleeding, and a splenic abscess adjacent to the dehiscence. Endoscopic hemostasis and stent placement were performed. Patient admitted to the ICU, with associated renal and respiratory failure requiring intubation and mechanical ventilation. The surgeon stated the patient ultimately passed away due to a deterioration of his respiratory condition and confusional syndrome.